Event description:
On (B)(6) 2015, patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high compared another meter and to feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The csr was advised by the patient that alleged inaccuracy began on ¿(B)(6) 2015, 13:08¿ when he obtained a blood glucose result of ¿230mg/dl¿ on the subject meter compared to ¿59mg/dl¿ on a onetouch vita meter obtained later that day at ¿16:29¿. The results were performed more than 30 minutes apart. He also compared the ¿230mg/dl¿ reading to feelings/ normal results. This is not a valid comparison for lfs in determining an inaccuracy. The patient reported that he does not take diabetes medications and continued with his usual diabetes management routine as a result of the alleged product issue. The patient was unable to confirm whether he developed the symptoms of ¿tired and shaky¿ before or after the alleged inaccuracy. On an unspecified date and time he reported self-treatment with food (cake). At the time of trouble shooting, the csr confirmed the subject meter was set to the correct unit of measure, the blood sample was taken from an approved site and the test strips had been stored correctly and within their expiry date. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.